Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) inspected the device. Due to the water ingress, the cse has determined that the ventilator is beyond economical repair and will be marked as do not use.

Manufacturer narrative:
The back of the ventilator was sprayed with water after a dialysis hose ruptured. The biomedical engineer indicated that when he removed the gui, a large amount of water ran out of the bottom. He also indicated that the accessory drawer was filled with water, the vent inoperative light was on and there were popping noised coming from the ventilator.